Manufacturer narrative:
Samples received: a catgut chrom 1 (5) 90cm hr37s suture is received, in original closed package. Preliminary analysis: · stock review: of the lot and reference reported in the claim, we do not have stock units. · quantity produced / imported: we proceed to review the traceability and verify that of this lot and product code, a total of (B)(4) were manufactured. · background: we proceed to review the database of claims from the manufacture of the batch and verify that to date there have been no complaints related to the product code and batch reported in the complaint. · batch record: the documentation of the batch manufacturing was reviewed and no records of deviations or alterations were recorded during the process. Analysis of the sample (s): the sample received is reviewed, it was in its original, closed packaging. Although a sample is not sufficient for a conclusive analysis; we were able to obtain six additional samples from the same batch for our analysis. Five of the samples received were subjected to a stress test at the node, which yielded the following results: average 5.03 kgf. Minimum 4.02kgf. Maximum 5.57kgf (usp requirement average 3.80 kgf.) Samples comply with usp and b.braun requirements; despite the tension applied, there is no fraying in the threads. Subsequently, a knotting test is carried out and the yarn has no fraying defect. Conclusions: according to the investigation, the claim is concluded as not confirmed. Actions: no corrective or preventive actions are established. However, this claim is recorded for trend analysis and assessing whether future actions are needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a cesarean surgical procedure, the suture frayed by the uterine wall.